Manufacturer narrative:
Additional information: evaluation codes; narrative text. Information regarding the patient¿s access vessel minimum luminal diameter (mld) was not provided. Severe vessel calcification and no vessel tortuosity was reported. The esheath was returned to edwards lifesciences for evaluation. The esheath was returned with the commander delivery system inserted through the sheath. Visual inspection of the esheath revealed the sheath was expanded as designed. Liner bunching at the distal end was observed. No liner tear was observed. The sheath soft tip was damaged, the distal tip was damaged and scratches were observed on the sheath shaft. A minor kink was observed approximately 7 inches from the distal tip. Non-circumferential liner delamination at the sheath tip was observed. No imagery or photographs were provided for review. Device history review (DHR) was performed on the most relevant work orders for the event. Device history review (DHR) review of the most relevant work orders for the reported event was performed. The work orders did not reveal any issues that could have contributed to this complaint. Lot history review revealed no additional complaints for ¿sheath shaft ¿ resistance with delivery system., bc¿. Complaint history review from december 2017 to november 2018 for the 16fr. Edwards esheath (all models) revealed other additional returned complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ and/or ¿sheath distal tip ¿ damaged¿ which were confirmed. But no potential manufacturing non-conformances that would have contributed to the complaints were identified during the investigations; available information suggested that patient/procedural factors may have contributed to the complaint events. A review of complaint data revealed that the occurrence rate did not exceed the november 2018 control limit for these trend categories. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The final esheath assembly undergoes 100% visual inspection by manufacturing and quality. In addition, product verification (pv) testing is performed on each lot based on a sampling plan. These inspections and pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Most patients undergoing the tavr procedure are elderly with multiple co-morbidities. Incidence of vascular complications ranges from 2% to 26% with transfemoral access and is related to vessel size, tortuosity and degree of occlusive disease in the access artery. Per the IFU, ¿caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively.¿ in this case, the complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ and ¿sheath distal tip ¿ damaged¿ were confirmed. However, no potential manufacturing non-conformances were identified in the returned device. A review of DHR, lot, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Per the reported event, the access vessel had severe calcification. This was corroborated by the scratches observed on the sheath. Interaction with calcium may have affected sheath expansion, resulting in difficulty inserting the delivery system through it. The observed distal tip damage was likely due to the interaction between the distal tip and calcification. Scratches on the sheath shaft are indicative of the sheath interacting with calcification. Although a definite root cause was not able to be confirmed, procedural factors (sheath insertion angle, manipulation of the devices), in addition to patient factors (severe access vessel calcification) may have contributed to the reported events. It is possible that the severe vessel calcification contributed to the reported resistance during the advancement of the delivery system through the sheath and sheath tip damage; and to the access vessel intimal avulsion and peripheral artery thromboembolism observed following the esheath withdrawal. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no manufacturing non-conformities, labeling, training, or IFU deficiencies were identified during this investigation and occurrence rate do not exceed trend control limits, no product risk assessment, corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was received by edwards lifesciences for evaluation. Preliminary evaluation noted liner bunching at the distal end, distal tip damage, scratches on the sheath shaft, soft tip damage and non-circumferential liner delamination at sheath tip. The evaluation is ongoing. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-05197.

Event description:
As reported by our affiliate in (B)(6) and through the japanese tavi case registry, following the removal of the sheath, a peripheral artery thromboembolism occurred. The patient was treated with prostaglandin and then recovered on postoperative day (pod) 4. During a transfemoral tavr procedure, intense resistance was encountered when passing the commander delivery system through the 16fr. Esheath. The delivery system was able to be advanced to the annulus; however, the balloon did not expand upon valve deployment. The delivery system was withdrawn and a tear was observed in the proximal part of the balloon. When the delivery system and the sheath were withdrawn, an access vessel intimal avulsion and peripheral artery thromboembolism occurred. The patient was treated with prostaglandin and then recovered on postoperative day (pod) 4. The procedure was terminated without valve deployment.